Event description:
It was reported that an alarm 01 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge prior to contacting support and was able to resume insulin delivery, preparing the original cartridge for return as requested.